Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following. It was reported by customer that they have multiple issues they are few reports of the connection ¿popping off¿, filter fell apart (connection detached), spin cap broke, sometimes IV sets are nicely coiled in the packaging and other times nurses open the packaging and the IV sets are kinked. Clinicians state they have to ¿bend it back in shape.¿